Manufacturer narrative:
On september 4, 2024, the mentor failure analysis lab received the device for evaluation. On september 10, 2024, device evaluation was completed as follows: mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sal smooth rnd diap 325cc returned device. Leak testing was performed, according to mentor procedure, and it identified a tear (a) on the anterior view, and a second tear (b) on the posterior view, measuring approximately 0.1 cm, and 0.1 cm, respectively in addition, no other tears were found during the analysis. A microscopic examination was performed on the edges of the ruptures found, and parallel striations were found in the whole area of the tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the tears found indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old female patient underwent primary breast augmentation with unknown size unknown saline implants on both sides and experienced left side breast implant deflation, and right side capsular contracture; baker grade iii. As a result, the patient underwent bilateral replacement surgery on (B)(6) 2024. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 20, 2024, mentor became aware regarding the device information. Hence, the following fields have been updated on this form: - field d1 for brand name has been updated to "mentor smooth round moderate profile" - field d4 for catalog number has been updated to "3501650" - field d4 for lot number has been updated to "5898090" - field d4 for unique identifier( UDI) has been updated to (B)(4). D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).